Manufacturer narrative:
It was initially reported: a trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs have completed at this time. Service is awaiting availability of an internal battery for replacement. Additional findings not related to the malfunction/issue: the original sn/mn label was noted to have the incorrect gtin / revision. Therefore, the sn/mn label requires replacement. During preventative maintenance, the rubber feet were noted to be missing require replacement. The power cord clamp was missing and require replacement. The manufacturer received additional information that the device was returned to the service technician for additional evaluation due to a failed repair test. The device failed the liquid crystal display (lcd) display test. No additional details were provided. A follow up report will be submitted when the additional information is received.

Manufacturer narrative:
It was previously reported: a trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs have completed at this time. Service is awaiting availability of an internal battery for replacement. Additional findings not related to the malfunction/issue: the original sn/mn label was noted to have the incorrect gtin / revision. Therefore, the sn/mn label requires replacement. During preventative maintenance, the rubber feet were noted to be missing require replacement. The power cord clamp was missing and require replacement. The manufacturer received additional information that the device was returned to the service technician for additional evaluation due to a failed repair test. The device failed the liquid crystal display (lcd) display test. No additional details were provided. A follow up report will be submitted when the additional information is received. Additional information has been provided indicating that upon investigation of the reported lcd failure, investigation found good connections and nothing visibly wrong with the display. The philips repair technician indicated they suspect faulty system and central processing unit circuit board assembly. Completion of repair is pending customer approval. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs have completed at this time. Service is awaiting availability of an internal battery for replacement. Additional findings not related to the malfunction/issue: the original sn/mn label was noted to have the incorrect gtin / revision. Therefore, the sn/mn label requires replacement. During preventative maintenance, the rubber feet were noted to be missing require replacement. The power cord clamp was missing and require replacement.